Event description:
It was reported to philips that the device experienced a charge button failure and the message could not be cleared. The device was not in use on a patient as confirmed by the philips field service engineer (fse).